Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The device manufacture date for this product october 6, 1996.

Event description:
Boston scientific received information that during an right ventricular (rv) lead revision procedure, a tug test was performed to check the connection between this right atrial (ra) lead and the pacemaker. It was reported the lead came apart at the terminal end but remained electrically intact. The lead was surgically abandoned and replaced. No adverse patient effects were reported.